Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 & 2.2 failed and displayed error message device was not on bus, required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 & 2.2 was failed and was not detected on bus. A field service engineer found that the half height drawers 2.1 and 2.2 were off the bus and would not recover and the pyxibus controller had no indicator lights. Drawer board controllers were tested and drawer 2.2 was found to have lower than normal resistance across the 5-volt line. Both drawer boards were swapped to resolve the issue. The system functioned as intended after the field service engineer repaired the device.